Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. The mother reported that the child had been hit on the head.

Event description:
The hearing performance with the device is affected. The mother reported that the child had been hit on the head.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. In addition, CT images show four contacts out of cochlea and one contact on the border. Considering that, according to the implant registration card, two contacts were left out at implantation, the electrode lead was not fixated and only partially recessed, migration due to the reported trauma seems to be a contributory factor. Furthermore, two alternating channels showed hi impedance prior to the reported incidents for undetermined reasons. This is a final report.

Event description:
The hearing performance with the device is affected. The mother reported that the child had been hit on the head. Re-implantation is considered but not scheduled yet.

Manufacturer narrative:
Based on the received information from the field, damage to the active electrode due to excessive mechanical stress, caused by the reported trauma seems very likely. In addition, CT images show four contacts out of cochlea and one contact on the border. Considering that, according to the implant registration card, two contacts were left out at implantation, the electrode lead was not fixated and only partially recessed, migration due to the reported trauma seems to be a contributory factor. Furthermore, two alternating channels showed hi impedance prior to the reported incidents for undetermined reasons. Re-implantation is considered but no date has been scheduled yet. This is a final report.